Event description:
A customer reported to baxter (B)(4) that they have a bag of accusol that has precipitation in the pre-dilution line. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. (B)(6) product surveillance contacted the hospital and were told that the patient had no negative effects and that when the precipitate was noticed the bag was removed and treatment was discontinued.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Two unused samples were returned for evaluation. The solution was clear for both samples although the problem only occurs during product therapy. A batch review was performed and there is no information contained to suggest that this problem is prevalent in the batch. The analyses concluded that the precipitates observed are calcium carbonates. The ph of the solution has been identified as the primary root cause of this problem. Baxter will continue to monitor similar reports to determine if further actions are required.